Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2011. Patient alleges pain, limping, difficulty walking, grinding, inability to put weight on hip without pain, difficulty laying, and sitting. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.